Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag that led to this alarm. The hp reported that there was a small amount of air in the patient line, some bubbles in the heater line mostly and a few bubbles in the supply line to the empty bag. Renal therapy services discussed disconnecting from the device with the hp and contacting their pd nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.